Event description:
Spontaneous communication patients home health nurse. The home health nurse was reporting the curlin pump kept giving an error for low battery. Home health nurse replaced the batteries with the supply provided by cvs at the patients home. Home health nurse stated the warning was still there for low battery. Home health care rn went out and bought a brand new set of batteries, and then put those in the pump. Home health nurse stated the pump then did not show the warning but she still wanted a replacement device. No further information to provide at this time. Pump serial number: (B)(6). Pharmacy replacing device. No interruption to therapy, missed dose (>) or adverse event (>) reported due to product issue. Troubleshooting was completed and able to resolve the issue. Device is available for return. Indication: chronic inflammatory demyelinating polyneuritis. Frequency: infuse 100 gm (1000 ml) intravenously daily for 2 days every 3 weeks. Reported to (B)(6) by: health professional.